Event description:
During service by baxter, a technician reported the colleague infusion pump's event history was found to contain a malfunction of an 810:11 failure code caused by an out of calibration ail pcb (air in line printed circuit board) and was recalibrated by service. There is no adverse event, patient injury or medical intervention associated with this report. This event occurred during product evaluation. This is involving a pump with software version 5.09.90 which is categorized as remediated. This device originally came in for recertification. No additional information was available.

Event description:
The customer reported to baxter (B)(4) of three continu-flo sets that had a no flow. The process step in which this reported condition occurred was after patient-use. There was no report of patient injury or medical intervention. No additional information is available. This is report 1 of 3 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). A service history review was conducted and found that the device has been previously sent into service for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4).